Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unknown. The device was returned. The complaint investigation is confirmed for a partial circumferential rupture on the barrel of the balloon. The root cause could not be determined based upon the available information. Per the reported event, the device was being used in a narrow lesion. Therefore, it is unknown if procedural or patient issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured during the first inflation (atm unknown). The device was removed in its entirety without incident. Another balloon was used to successfully complete the procedure. There was no patient injury.